Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an infection (specific date not reported) at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with IV and topical antibiotics (specific date and duration not reported).